Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a tip fixing screw hole adhesive peeling, angle knob play, ig serpentine side lens tear, bending section cover adhesive float, bending section cover adhesive crack, and sound line omission were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an ultrasonic backlash was observed with the evis lucera ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, a tip fixing screw hole adhesive peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the adhesive on the distal end of the device. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the device was mishandled or subjected to stress forces. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.